Event description:
It was reported that backup pacing was provided for loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) reviewed the data and determined that the loc was due to a variable threshold between 1.6 v and 3.0 v. Pacesafe rv automatic capture (rvac) is programmed on, which provided beat to beat monitoring to verify capture. No further issues were noted on provocation, and the backup pacing worked as designed. Technical services (ts) recommended troubleshooting the right ventricular (rv) lead integrity prior to upcoming routine device changeout. This rv lead remains in-service at this time. No adverse patient effects were reported.